Event description:
An expected report after follow-up remote was not sent. In addition attempting a pit (patient initiated transmission) had failed and resulted in a flashing red light. Note that the rf on this device was active. An explanation was required.

Event description:
An expected report after follow-up remote was not sent. In addition attempting a pit (patient initiated transmission) had failed and resulted in a flashing red light. Note that the rf on this device was active. An explanation was required.